Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was aligned and the collimator and image intensifier were adjusted during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image after exposure. The issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.